Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a tingling sensation. Upon checking the measurement values, abnormal findings were confirmed. Such as an increased in the rv threshold, abnormal impedance with unipolar 442 ohms, bipolar 913 ohms, and a decrease in intracardiac potential from 10 milli volts to 2.2 milli volts. A re-operation was performed due to suspicion of a perforation. This rv lead was surgically repositioned from the apex to the septal area via echo and no problems were found nor health problems with the patient. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.